Event description:
Patient's nurse reported that the patient has been noticing that the infusion device does not display a w2 (battery low) warning message to indicate that the battery is running flat. Nurse stated the battery eventually runs flat and the infusion device does not function properly any longer; infusion device switches off in the middle of a bolus procedure. Nurse reported the battery recently replaced the battery cover and inserted a new battery into the infusion device; issue persists. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore no w2 (warning battery low) before e2 (battery empty) message was triggered. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.